Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 512b outer gasket tore easily. Another trocar was used to complete the case. There was no consequence to the pt. The device was discarded.